Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after a supply change when the infusion set tubing was not fully primed, with glucose readings over 400 mg/dl and a subsequent reading of 497 mg/dl; the user uses a 6 mm steel contact detach infusion set, and the device issued a high glucose alert. Symptoms included thirst and fatigue. Outcomes included resolution with troubleshooting and education, including disconnecting, priming to expel air, reconnecting, and then performing a full cartridge and infusion set change with proper tubing fill and cannula fill, after which insulin delivery resumed and glucose trended down to 275 mg/dl without external assistance or medical intervention. Investigation included review of device alerts and guided user reinstallation of the infusion set and cartridge. Investigation of this case revealed user-related under-priming during the initial supply change leading to insufficient insulin delivery, with no device malfunction reported and no additional alarms beyond high glucose. It was concluded, based on previously established findings for similar reports, that the cause was use error related to incomplete tubing priming. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.